Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error occurred on the universal surgical manipulator (usm) 2 with no clinical or patient involvement. The customer received phone assistance from the technical service (tse) for phone assistance. The customer was advised to power on the da vinci system so that remote log visibility was available. Once the da vinci system initialized, the error on usm 2 persistent. The tse confirmed that usm 2 module had recently been replaced due to a different error and then verified that the port clutch functioned correctly, that the instrument clutch resistance felt normal, and that there were no obstructions on the insertion rail of the arm module. The customer confirmed that the next robotic procedure could be performed using a three-arm configuration. The procedure was completed with no reported injury. It was confirmed that pr (B)(4) and pr (B)(4) have related errors with two different errors on the same universal surgical manipulator arm. The first occurrence was on 04/21/2026 during a procedure, and the second on (B)(6) 2026 during the internal service activity.